Event description:
Product analysis was completed on the returned programming wand. The serial data cable, which produced communication errors, had an open conductor and the returned battery was depleted. A known good bench serial data cable and a known good bench battery were substituted. All communications errors cleared. No visual anomaly was identified. Continuity testing of the battery cable passed. After the battery and serial data cable were substituted, the programming wand performed according to functional specifications.

Event description:
Additional information was attained that the site's programming wand does not respond. It was reported that a new battery was tried, but it did not work. The wand is being returned for analysis.

Event description:
The programming wand is in transit to the manufacturer for analysis.

Manufacturer narrative:
Suspect medical device: corrected data, updated serial number.

Event description:
It was reported to our representative in spain that a site's handheld computer was having a connection problem. Good faith attempts are underway for further details about the reported event.